Manufacturer narrative:
Per - (B)(4) combined report. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. It was reported to corin that the patient was a (B)(6) year old male who was highly active and experienced a fall at work. Due to the fact that this revision was the result of a periprosthetic fracture, following the fall, and not due to a malfunction / failure of a corin device, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix / trinity revision due to periprosthetic fracture.